Event description:
A facility reported the integra dermal regeneration template (B)(6) used/implanted on (B)(6) 2022 was expired. Expiration date august 31, 2022. No patient injury reported.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Idrt ((B)(6)) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies: all batch records and in process and finished goods testing results are reviewed prior to release by document control as part of integra¿s quality system. It was confirmed that the batch record labeled the product¿s expiration date correctly. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a